Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten photographs of a device. The visual inspection of the returned photos noted what appeared to be reactions after surgical procedures involving a device. Unfortunately, because no products were returned, functional testing could not be performed. Copies of the specific sterilization batch review reports could not be attached, as the lot numbers of the devices used were not reported, however all suture products undergo sterilization before the final packaging process. A review of the device history record could not be performed, as the lot numbers of the devices were not reported. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on bunion removal, the doctor used the suture to close the incision on the left foot and there was no reaction. Again the doctor used the suture to close the incision on the right foot. As stated, three to four weeks after the procedure. The patient had a reaction on the surgical site.